Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to determine that the bad main printed circuit board speaker was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a system failure and a backup audible alarm. There was no patient involvement.